Event description:
Procedure for an a-v shunt, physician attempted to advance the wire guide and experienced difficulty. When the physician pulled back on the guide wire it unravelled. A small portion of the wire broke off and remained inside the pt's arm.